Manufacturer narrative:
Obstruction (toolbox). The reason for the serialization starting with (B)(4) is to provide clarification following a change in stryker's electronic complaint systems.

Event description:
It was reported by service report that the litter could not be raised. An obstruction (toolbox) was placed on the base shroud, pressing on the jack release linkage and prevented the stretcher from rising. The customer reported that they did not know if there was patient involvement or if there were adverse consequences to report.